Event description:
Due to an administrative error bsc/target was not notified of this event until april 2002. There was a false detachment signal of the gdc 10-soft 2d 2-diameter stretch resistant synerg detection circuit during the procedure. The device was repositioned again, which resulted in coil herniation. The device was retrieved with a snare. Clinical outcome: untreated aneurysm-patient's remains at risk of bleeding. The patient required craniotomy surgery for aneurysm. The patient is stable.